Event description:
It was reported that during a follow up lead noise was observed. During extraction procedure, externalized conductors were noted. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 46.4-48.4cm from the lead tip, consistent with lead friction to the ICD can. Externalized conductors due to external and internal insulation abrasions were noted at 9.5-11.9cm from the lead tip. The etfe coating was intact at these locations. External and internal insulation abrasions were noted at 13.4-14.9cm from the lead tip. The inner coil was exposed and the etfe coating was abraded at this location. This is consistent with the observation from the field of noise.